Event description:
A health care professional reported that after inserting the iol into the patient's eye, that the lens had a scratch on his optic body. There was no patient harm.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The used company cartridge was not returned for evaluation. A photo was provided of a lens in the eye. An area is circled in red. There is a linear mark on the lens unable to make any further determination due to the quality of the photo. Complaint and product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. The company cartridge complaint product was not returned for evaluation. No determination can be made without physical evaluation of the complaint sample. The manufacturer internal reference number is: (B)(4).